Manufacturer narrative:
(B)(4). Retainer ring = clear customer was having issues with communication, not with audio tone on (B)(6) 2021. Unit passed the displacement test and self-test. The history was download successfully using thus software. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit received with fading serial number label and cracked reservoir. The unit p-cap / test reservoir locks in place properly. In summary, customer allegation for missing audio tone alarms was not confirmed. Toggled on/off and increased/decreased volume with the audio feature functioning properly.

Event description:
Information received by medtronic indicated that the customer was having issue with communication not with audio. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.